Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. The insulin passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked display window corner, scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 208 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.